Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt's saphenous vein graft and inflated the balloon to 6mm to occlude the vessel. The occlusion balloon then deflated unexpectedly. The device was removed and replaced with another to complete the case. The pt is reported to be fine.